Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features to a blank screen. A review of the pump black box data showed evidence of unexpected pump reboot events and multiple ¿cs 054/cs 052/cs 012¿ slave communication error alarms. During visual inspection, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The blank display was due to internal moisture contamination found throughout the inside of the pump. The returned battery cap¿s height and width were within specification. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump¿s cover was removed and there was moisture corrosion observed on the display screen and in the battery canister. The pump¿s cover was removed and there was further moisture corrosion found to the display circuit and to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.